Event description:
Additional info received from MFR on 06/18/1998: one sample from an unknown lot # was received from rptr. Co forwarded this unit to their mfg plant for inspection and comment. The plant reported that this item was a piece of plastic which had broken off from another syringe. This apparently occurred during manufacture due to a malfunction or jam during assembly. The broken plastic piece fell into the barrel and was not detected in the plants inspections. Since no lot number was available to co no further evaluation was possible. The plant will notify the appropriate personnel of this occurrence for their awareness on future production.